Manufacturer narrative:
Additional information: pt info.

Event description:
Received additional information indicating that the lens vaulted asymmetrically (z syndrome) in the patient's left eye post implant. The patient is reported to have been non-compliant with postoperative visits and the prognosis was reported as "poor". The surgeon continues to evaluate treatment options.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed a decrease in vision approximately 2 months post implant. Reportedly, the lens appeared to be out of the bag and tilted. The surgeon is evaluating treatment options. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. The lot number of the lens was not provided; therefore, a device history record (DHR) review could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
Received additional information indicating that the lens was explanted from the patient's left eye.